Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder rupture was not confirmed. Product analysis was unable to confirm the reported event as the cylinder damage was attributed to a sharp instrument used during the explant. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was visually inspected, leak tested and examined using a microscope. The cylinder was identified to be cut in half at the proximal cylinder body that was the result of a sharp instrument which most likely occurred during the explant. Product analysis was unable to confirm the reported allegation related to hole in the cylinder as the damage was attributed to a sharp instrument used at explant. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of cause not established was chosen because the reported hole in cylinder was identified as sharp instrument damage; therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. One month later, the patient had the left cylinder replaced due to a cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. One month later, the patient had the left cylinder replaced due to a cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.